Event description:
The device was used during an unspecified obgyn procedure. Reportedly, teh safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to an improperly adjusted component.